Event description:
Boston scientific received information that upon the pre-discharge check, multiple high rate ventricular events were stored. All lead measurements were within acceptable limits, however, noise was observed during the events. Pocket manipulation was performed, which reproduced the noise and right ventricular lead pacing impedance measurements increased to greater than 2,000 ohms. When no noise was observed, pacing impedance measurements were within acceptable limits. The device was reprogrammed to unipolar pacing and sensing and no noise was observed and pacing impedance measurements were within acceptable limits. The physician elected to leave the device programmed in unipolar. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.